Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. After further analysis, it was noted that the locking springs on the anvil were scratched, indicating that the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place, resulting in the anvil detaching from the device. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was being used during a colostomy take down procedure. On the initial use, when they put the anvil piece on, it clicked the first time but when they went to close the device, the anvil came off. They could not get the anvil to connect. The surgeon went back in and put the anvil in, but the scrubs were not positive the click sound that it was connected was heard the second time. Once the device had been clamped on tissue, they attempted to fire but it misfired. After the attempted fire, there was difficulty getting the anvil out of the patient. When it was removed, they discovered the device had not cut nor stapled. The anastomosis had to be hand sewed and the patient received another colostomy. The patient had some radiation treatments.

Manufacturer narrative:
(B)(4). Uncut washer - unblemished. Before the procedure there was a limited amount of tissue to work with. Due to the device failure, there is not enough tissue to perform another take down therefore the colostomy will be permanent. The procedure date was (B)(6) 2011. The analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face; therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.